Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the right brake park brake error 0603, 6 flashes after the batteries were replaced.